Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 28-jun-2019 with the following findings: on investigation, the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history showed the pump delivering programmed basal rate until deliveries were halted by the user at 8:10 pm on (B)(6)2015. There was no evidence of delivery malfunctions observed. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.